Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his insulin pump received replace battery now alert. The customer's blood glucose level was unknown at the time of the incident. The customer also received power error detected alert. The customer was assisted in troubleshooting for power error and it was reported that he was able to clear the alarm as well as able to complete the insulin pump rewind. The customer did not receive low battery alert before replace battery now alert. The customer also stated that this was the second occurrence of the alert. They also reported that the battery was not previously used. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm or battery power loss alarm noted during testing. Device was received with pump error 25 due to j6 connector resistance issue.